Manufacturer narrative:
D10 - adding concomitant part 600-15-000.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to subscapularis failure.

Manufacturer narrative:
The reason for this revision surgery was due to subscapularis failure. The previous surgery and the surgery detailed in this event occurred 3 months and 2 weeks apart. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The healthcare professional indicated there was no delay in surgery and another suitable device was available. The revision surgery was completed as intended and without incident. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was a non conformance in concomitant part#520-07-000, altivate anatomic, humeral neck, neutral, which documents out of 20 parts lot 1 part was rejected due to out of tolerance. All other items in the lot were met with fit, form and function. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to subscapularis failure. There were no findings during this evaluation that indicate the reported devices were defective. There are multiple factors which may cause the event that are outside the control of djo surgical are patient activities, excessive range of motion, soft tissue impingement, prolonged usage of overhead activities, bone deterioration, trauma or poor bone quality. There are no indications of a product or process issue affecting implant safety or effectiveness.